Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump and the infusion set have been damaged during a car accident in which he was the driver. Advised the customer to revert to back up plan. During the call the customer stated that he was hospitalized for one day due to hypoglycemia and bruises from the accident. The customer stated that while being admitted his blood glucose was approx 40 mg/dl. It was stated that the customer is unsure of the date of the accident and he has limited memory of the event. No further info was provided.